Event description:
It was reported the switch emitted a spark.

Manufacturer narrative:
Visual examination and electrical testing of the unit revealed that the switch did not function, however, we found no reportable defect or evidence of prior sparking. We concluded that we were unable to find or duplicate a reportable defect in this unit.